Manufacturer narrative:
Concomitant medical products: 6935m lead, implanted (B)(6) 2014.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached end of service (eos) due to long charge time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing excessive charge time. The device charged nominally when the battery was replaced with an external supply. No significant leakage was observed on the high voltage therapy capacitors. No hybrid anomalies were found. The results were consistent with the device battery causing the longer charge times. Battery analysis revealed no internal battery shorting. Lithium-severing and partial lithium-severing was observed. Review of the device data showed an excessive charge time event prior to recommended replacement time and subsequent explant. The excessive charge times resulted from an increased battery resistance induced by lithium-severing. If information is provided in the future, a supplemental report will be issued.